Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this lime. A call was placed to technical services on 06/04/2018 stating this lead had a potential oversensing. The following physician was dr. (B)(6) at (B)(6) institute. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).